Manufacturer narrative:
Zoll medical corporation has not received the product, and this complaint is still under investigation.

Event description:
Complainant alleged that the device displayed "pacer fault 116", "pacer disabled," and "defib fault 72" messages. Complainant did not indicated that there was any pt involvement in the reported malfunction.